Event description:
It was reported when using the bd pyxis anesthesia system drawer was jammed and not able to release the door, prevented user from removing medication to patient. The customer added that the user was able to get the medication from another station to resolve. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the side facia was pushed into drawer 1.2 causing jam. The field service engineer pushed facia piece outward and freeing drawer to resolve the issue. The system functioned as intended after field service engineer the troubleshooted the device.